Manufacturer narrative:
A ge service representative performed an over the phone investigation. The system was reset and found to be working as intended and put back into service.

Event description:
The customer reported the system failed to display an image. There are no reports of patient injury or death associated with this event.